Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirm that a piece has fractured off the distal surface and was not returned. The device shows usage marks consistent with usage. The device history record was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on november 28, 2010 and has therefore been in the field for approximately twelve years and three months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trialing, the surgeon removed the trial and it broke. There was no consequences or impact to the patient. It was reported that no further information is available.